Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements and oversensing. Due to this, a signal artifact monitoring (sam) episode was recorded. Additionally, pacing inhibition of less than two seconds was observed. Reprograming options were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).